Manufacturer narrative:
(B)(4). The device was returned for evaluation. An event history log review was performed; however, the log was corrupted and the alarm could not be verified. A visual inspection, simulated-use testing and functional testing were performed and found no issues that could have caused or contributed to the reported condition. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2058 alarm (bag/fluid under temperature) during peritoneal dialysis therapy. It was not specified whether the patient had been connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.